Event description:
A customer obtained erroneously elevated troponin (accu tni) results on four patient samples. Upon repeat on an alternate instrument, the results were in the normal reference range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges on (B)(6) 2010 and (B)(6) 2010. Qc data was not supplied for the day of (B)(6) 2010. A field service engineer (fse) was dispatched: the fse conducted a diagnostic test which failed, and obtained results indicated splashing in the reaction vessels (rvs). The fse performed a preventive maintenance (pm); all verification testing met specifications. Per fse, there was a significant amount of a clear dried substance in several positions in the wash carousel that were causing the contents of the rvs to splash. Although hardware issues were addressed, no clear root cause could be determined. A malfunction will be assumed for the purpose of this report.